Manufacturer narrative:
This report is in reference to adverse event report #: mw5075655. Report mw5075655 was received by amt from FDA on (B)(6) 2018. The information included in the report mw5075655 was extremely limited and provided no information regarding the name, address, or any other contact information for who filed the initial report with FDA. The report indicated that a serious injury occurred, but the event description did not provide any information regarding any specific patient injuries and only that intervention was required. The report only includes information indicating that the product failed during use, so malfunction was selected for consistency with the reported information. The report also provided an inconsistency with the reported data, indicating that the device was implanted on (B)(6) 2018, and explanted on (B)(6) 2018. Therefore, there is concern regarding the accuracy and legitimacy of the report. Because of this the exact implant an explant dates are uncertain and this information was left blank in our report. Amt has only received information of this report through FDA and has not received any other information regarding this event from the unknown reporter. Therefore, amt is unable to contact the reporter for additional information or to obtain the device for examination. All known information regarding this report has been provided. Amt has assigned complaint #: (B)(4) to this report and will investigate any additional information should it become available in the future. The information included in the report mw5075655 was extremely limited and provided no information regarding the name, address, or any other contact information for who filed the initial report with FDA. The report indicated that a serious injury occurred, but the event description did not provide any information regarding any specific patient injuries and only that intervention was required. The report only includes information indicating that the product failed during use, so malfunction was selected for consistency with the reported information. The report also provided an inconsistency with the reported data, indicating that the device was implanted on (B)(6) 2018, and explanted on (B)(6) 2018. Therefore, there is concern regarding the accuracy and legitimacy of the report. Because of this the exact implant an explant dates are uncertain and this information was left blank in our report. Amt has only received information of this report through FDA and has not received any other information regarding this event from the unknown reporter. Therefore, amt is unable to contact the reporter for additional information or to obtain the device for examination. All known information regarding this report has been provided. Amt has assigned complaint #: (B)(4) to this report and will investigate any additional information should it become available in the future.

Event description:
As reported: amt g-jet gastrojejunostomy catheter (part number (B)(4). Major mechanical failure with an intraluminal coil_presumably designed to prevent kinking-being displaced and almost completely extruded through the jejunal lumen. This occurred 2 days after device placement and caused lumen occlusion and rupture with use. Fortunately we were able to remove the entire device and replace it with a new one.